Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device and analyzed revealing a power on reset - power on reset parameters.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the device had a reset which resulted the high ventricular lead impedance measurement. A manual guided reset (mgr) resolved the problem. The device is still in use. It was reported that the patient collided with a door and the device reset. After the reset, the ventricular lead impedance measurement was high. A manual guided reset (mgr) was performed and the device programmed parameters were successfully restored. Additionally, after the successful mgr, it was discovered that there was a previous automatic reset due to a starvation of the hall sensor. The device remains in use. However, the mgr did not resolved the ventricular lead impedance problem. The bipolar sensing value was decreased from before the incident and there was no unipolar sensing nor capture even at the highest output. Although an x-ray could not identify a lead fracture, it is suspected that one of the conductors is broken. The lead was capped and replaced. No patient complications have been reported as a result of this event.